Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative on behalf of the patient. It was reported that the patient had an implantable neurostimulator (ins) pocket revision on (B)(6) 2016 due to discomfort at the pocket site. It was stated that the patient¿s healthcare provider thought the ins was too shallow in the pocket, so he placed the ins deeper during the revision. It was noted that the patient has completely recovered from the revision. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.